Event description:
As reported by the pt, they experienced vision loss in the right eye due to acanthamoebic keratitis after wearing a monthly contact lens. Additional info received from the pt on (B)(6) 2014 indicated that the event occurred on (B)(6) 2010. The pt stated that they experienced pain in the eye and decided to self-medicate with unspecified eye drops. The use of the eye drops did not improve the symptoms so the pt decided to visit their general practitioner on (B)(6) 2011. The pt states that the condition was initially misdiagnosed and visited a consultant six weeks following initial visit and was diagnosed with the "condition" at which point "significant" damage was caused. The pt reported to have had nine operations including a corneal graft. The pt reported that he initially only had the ability to see hand movement and changes in light. The pt states that he is now able to see the "large letters on row three of the eye chart" (20/70 on (B)(6)). The pt was prescribed morphine for the extreme pain experienced and is currently receiving treatment and has a follow up appointment scheduled for (B)(6) 2014. The pt works in catering and splashed dirty water in the eye and suspects that to be the point of infection. The pt suspects that the issue is a result of contact lens solution and not the lenses. The pt was using sauflon multipurpose light solution at the time of the event. The pt is unsure of the type of lenses that were worn at the time of the event and only recalls that they were monthly lenses. Further info was requested but not yet received.

Manufacturer narrative:
(B)(4). The complaint sample was not made available for evaluation. As the exact product in use was not identified and the lot number was not provided, a manufacturing investigation cannot be performed. A trend review for all products manufactured to date was conducted and did not indicate any adverse trend. The root cause cannot be determined. (B)(4).